Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc confirmed a new distal cover in our stock and verified that it conforms to the product specification. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the replication test, omsc surmised that the reported phenomenon occurred due to the following cause. - if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover.

Manufacturer narrative:
The device was not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an endoscopic retrograde cholangiopancreatography using an duodenoscope with this device attached, tissue of the stomach of the patient was accidentally removed. The damage was not recognized during the procedure. The mucosal injury was found during another procedure, a gastroscopy, and the physician stopped bleeding with a clip. The device was disposed by user. Other detailed information was not provided.